Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a pacemaker dependent patient presented in clinic for follow up. Upon reviewing egms, intermittent myopotential oversensing on the ventricular channel was noted. Programming changes were recommended. Device remains implanted.